Event description:
When the fisher & paykel healthcare eson 2 nasal mask is attached to a continuous positive airway pressure machine that has a humidifier and heated tubing, and the diffuser on the mask has been washed within the past 24-48 hours, the moisture on the diffuser can cause significant water condensation inside the tubing during usage. This can disrupt sleep when the water sputters into the patient's face. It can also reduce the effectiveness of the treatment, and increase the risk of infection. The problem can be solved by providing two diffusers instead of one, so that the patient can use the second diffuser when the first one is wet.